Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (01/17/2015), the patient¿s meter and test strips have been returned on (B)(4) 2014 and 1/15/2015, respectively, and evaluated by lifescan product analysis on 1/7/2015 and 1/16/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation as the patient was unable to be contacted to obtain additional information. The patient stated that the alleged inaccuracy issue began on an unknown date at the ¿end of (B)(6) 2014¿. At this time the patient obtained subject meter readings of ¿500, 524, 498 and 178mg/dl¿ within 20 minutes of each other. The patient stated that they manage their diabetes with insulin pump therapy and did not make any changes to their normal diabetes management routine prior to the alleged product issue. ¿1-2 hours¿ after the alleged inaccuracy began the patient developed the symptoms of ¿shaky and sweaty¿. The patient denied receiving any form of treatment despite experiencing these symptoms. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The results which were obtained were obtained less than 20 minutes from each other, and the calculated difference of these glucose results exceeds lfs¿s criteria for precision this complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.